Manufacturer narrative:
Approximate age of the device ¿ 10 days. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after approximately 10 days of support, the patient developed a thrombus formation in the left ventricle in front of the inflow cannula, which was identified via echocardiography. A potential cerebral micro embolism was suspected, but reportedly without signs of adverse events like stroke. A system controller log file review by the manufacturer¿s technical services found that all pump parameters appeared normal. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined through this evaluation. The submitted system controller and lvad log files appeared to show the system operating as intended. The patient ultimately expired due to an unrelated event on (B)(6) 2018 and the device was not returned for evaluation. Peripheral thromboembolic event and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.